Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient wasn't getting adequate pain coverage in her back. No further complications were reported.

Manufacturer narrative:
Product ID 977a260 lot# serial# (B)(4) implanted: (B)(6)2018 explanted: (B)(6)2019 product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6)2018 explanted: (B)(6)2019 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the lack of coverage was due to placement and the lack of inability to communicate was undetermined. The rep reported that a surgical lead replaced a single percutaneous lead and the ins was replaced. The issues were resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that the patient hadn¿t charged the ins for 2 months. The rep thought it was a compliance issue. The rep met with the patient on (B)(6) 2019 to address recharging the implant. The patient didn¿t bring any external equipment to the appointment. It was reviewed that using good samaritan mode to recharge the patient¿s implant was normal. The rep was advised that she may need to get into the passive recharge mode multiple times if after 3-5 times and the patient wasn¿t getting normal recharge screen, the rep may need to disable/re-enable the implant. The rep later inquired about the sequence of passive recharge mode and disable device that was previously reviewed. The rep was going to finish her fourth passive recharge session and they try to disable/re-enable the ins. The rep later reported that she tried to charge the ins and the disable and re-enable the ins, but the ins was still not communication. The rep noted that the patient was having aspinal fusion today and the battery had been removed from the pocket and it was on a metal table. The rep also reported that when she was using passive recharging the remote displayed values of 100 and the values didn¿t change. The rep also reported that the patient wasn¿t getting good coverage at the spinal fus ion so the healthcare provider (hcp) was going to revise the leads. No further complications were reported.